Manufacturer narrative:
This report is being resubmitted per FDA request after initial failure. The information here with-in is reflective of the original data submitted in the initial report on 04apr2016. At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Performance report, no device is being returned for evaluation. This device was used during an ovarian cystectomy. No staff from oib was present at the surgery, but the customer claims the nurse staff observed an involuntary movement of the left leg of the patient when morcellating the cyst due to, according to the doctor, a possible electrical leakage of the bipolar device. The morcellator couldn't be retrieved and we have no recordings of the surgery to provide any evidence of these circumstances. The pk morcellator was plugged to generator g400 serial no: (B)(4). Removal of a solid 7cm diameter ovarian cyst. Morcellating the cyst, therapeutic. The paralisis was detected after finishing the surgery (although some staff or nurses detected an abnormal involuntary movement of the patient's leg during the surgery). Femoral nerve paralysis. The patient is progressively recovering from this paralysis due to rehab therapy."